Manufacturer narrative:
The device will be evaluated and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding alleged issues encountered during use of the mps console. The report states that after the initial dose was administered, the volume of the arrest agent, as shown during the beginning of the case, did not adjust. A new pouch had to be installed and used for the fluid delivery and a syringe was used to remove the fluid. There were no reported patient complications resulting from the alleged issue.

Manufacturer narrative:
The device was received and the reported complaint could not be duplicated. The arrest concentration verification was performed five times and all tests were within the 5% tolerance. The root cause of the alleged issue is unknown.